Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim, and the light crystal display (lcd) panel required a replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested the parts number for both versions of the user interface (ui) assemblies in order to perform a repair. The rse provided the customer with the parts number for both ui assemblies. The customer ordered both ui assemblies. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui assembly replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.